Manufacturer narrative:
Philips service involved the customer in troubleshooting and suspected a powertray issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that cine functionality failed during procedure and system reboot was unsuccessful on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.